Event description:
It was reported that during an unk procedure, the jaws would not reopen. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.